Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized for the duration of their IV antibiotic treatment. The infection has since resolved, and the patient has resumed use of the device. The patient is currently on a course of oral antibiotics (date and duration not reported). This report is filed march 8, 2016. Implanted device remains.

Manufacturer narrative:
This report is filed february 12, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and an infection at the implant site. Subsequently from (B)(6) 2016, the patient was treated with IV antibiotics for a duration of 10 days. The implanted device remains.